Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic following a merlin.net transmission vibratory alert. The right ventricular lead exhibited high capture threshold and high impedance. During explant procedure the physician noted that right atrial lead exhibited an insulation abrasion and was explanted and replaced. The patient was stable post procedure, both leads were disposed of.